Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring, cracked reservoir tube window, broken battery tube threads, stripped battery cap(p)coin slot and broken battery cap.

Event description:
The customer reported via phone call that the treads that hold the battery cap in place and a chunk came off from the battery compartment and the same thing happened with the reservoir. The customer¿s blood glucose level was 130 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.